Event description:
It was reported that an expired device was used. A 8.00mm / 2.0cm / 90cm peripheral cutting balloon¿ over the wire was selected to treat the target lesion. Upon unpacking, it was noted that the device had expired since march 2014. They elected to use the device as their was no other option or product available for use. No patient complications were reported

Manufacturer narrative:
Age at time of event: (B)(6) years. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).